Event description:
Two falsely suppressed advia centaur myoglobin results were obtained on pt samples. Repeat testing was performed on the pt samples and the test results were higher. The second pt sample was tested on the advia centaur cp and the result was much higher than the repeat on the advia centaur. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant myoglobin results.

Event description:
Two falsely suppressed advia centaur myoglobin results were obtained on pt samples. Repeat testing was performed on the pt samples and the test results were higher. The second pt sample was tested on the advia centaur cp and the result was much higher than the repeat on the advia centaur. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant myoglobin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the sample probe vertical pulley needed adjustment. The fse readjusted and tightened the vertical pulley and recalibrated the sample probe. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and vertical pulley needed adjustment. The fse readjusted and tightened the vertical pulley and recalibrated the sample probe. The instrument is performing within specifications. No further eval of the device is required.